Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with the keypad overlay missing. (B)(4).

Event description:
Information received by medtronic indicated that keypad was falling apart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.